Event description:
It was further reported that the device diagnostics error re-occurred during a subsequent device interrogation. The customer had cleared the data and put the patient on remote monitoring as instructed but the issue was not resolved.

Event description:
It was reported that during a routine post-operative device interrogation, three bit flips were observed and reported. There were question marks and ¿invalid data¿ in the diagnostic data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device indicated a memory error for an integrated circuit.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a diagnostics problem. S2d data record is missing compass data 9 days between a (B)(4) 2012 and (B)(4) 2013. S2d file data shows no weekly lead trend data. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, which indicated the device exhibited a memory "bit flip" and the device was showing question marks instead of numbers in counters. It was noted the histograms and cardiac compass trends were unaccessible and there was a partial loss of telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.